Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a limited or imprecise motion issue with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissor was analyzed and the complaint was not confirmed by failure analysis. Customer reported that the scissors were not opening and closing properly. In-house testing confirmed the instrument passed all functional tests, including recognition, engagement, motion, grip operation, and cut test. The complaint could not be replicated; the instrument passed all tests and was found fully functional with no issues. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found the instrument passed all functional tests, including recognition, engagement, motion, grip operation, and cut test. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.